Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/12/2025. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one unopened sample that pertain to product code w8557. This product code is double-armed. As per visual inspection of the sample, it was observed that the suture was not dispensed and appeared damaged. The packet was opened for further investigation; after removing the paper cover, it was observed two damaged suture extremes protruding from the tray tabs. The suture was dispensed without any issues. However, an intact suture-needles combination and an extra small piece of broken suture strand were found winding in the winding former. A photo was provided showing, one overwrap with an apparently broken suture inside the winding former for product code w8557. Based on the information currently available, a foreign matter was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the suture had been found broken in the newly dispensed suture when preparing for surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.